Event description:
At approx 6pm the nurse removed pt from the ventilator to ambu them. While ambuing the pt, she noticed the vent-inop alarm triggered. The pt was not on the ventilator at that time. An in-operative alarm of e82 proximal pressure transducer over range triggered as a result of fluid accumulation in the proximal line. Proximal line was replaced.